Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Provider alleges consumer fell out of his unit due to the armrest allegedly breaking where it mounts into the back assembly on the right side.